Event description:
The caller alleged discrepant inratio inr results. Results are as follows: date: inratio inr: (B)(6) 2014, 4.4 (lot 334580). (B)(6) 2014, 1.4 (lot 354357). The time between testing was five (5) minutes. Reportedly, "milking" finger, multiple finger sticks performed on the same finger and adding multiple drops of blood. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lots used were reviewed and no issues were identified with either lot# 334580 or lot# 354357. Customer reported complaint on lot# 334580. However at the time of investigation, retains for this lot were no longer available. As a result lot# 334578 was selected as a substitute. This lot is from the same brick lot which contained identical raw materials. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.